Event description:
It was reported that the patient did not feel stimulation sensation. There was a loss of therapeutic effect with symptoms of loss of bladder control. There was no known accident or incident related to the complaint. It was later reported that the patient was unable to adjust stimulation. There was a "call your doctor icon" displayed as well as a power-on-reset (por) condition which appeared the day before.

Manufacturer narrative:
Product ID 3093-33, lot # v581929, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).